Event description:
The complainant reported that during impella 5.5 support for a patient, the placement signal was lost. The other values were in range, and the pump was working well. The pump's position was confirmed via echocardiography. Neither the console nor the pump were replaced as a result. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product and data logs were not provided for this investigation. As per clinical details, pump lost placement signal during use. The cause of the optical signal issue was not determined since product and logs were not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.